Event description:
Customer stated that during a stress test, the pt requested the treadmill to be slowed down. The end user slowed the treadmill and attempted to stop the treadmill belt but it was non-responsive. The pt fell from the treadmill and was taken to the emergency room to be evaluated. The extent of the injuries is unk.

Manufacturer narrative:
Csc field service engineer was dispatched on-site to evaluate the treadmill and stress testing sys. The sys was tested several times and the problem could not be duplicated. As a precaution, the treadmill interface cable was replaced. Log files from the sys were also sent in for eval but they were incomplete and nothing that would contribute to the investigation was logged. No evidence there was a device problem, this could have been user error.